Event description:
Dexcom was made aware on (B)(6) 2023, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the upper buttocks on (B)(6) 2023. It was reported that the pediatric patient experienced a skin reaction with itching, burning, rash, redness, dry skin, under the entire patch area, which occurred three days after the sensor had been inserted in the upper buttocks. A photo of the skin reaction in the complaint record was reviewed. The skin reaction was confirmed, consistent of an infection of the skin, with visible stripping and excoriation. The area is swollen even though this is difficult to confirm because of the angle of the picture. A slight erythema was covering the entire affected area and was more pronounced on the right. In the affected area a few pustules could be observed. On (B)(6) 2023, the patient was given a prescription for an oral amoxicillin, dosage, and duration unknown. At the time of contact, it was indicated that the patient is good overall. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Initial reporter city: (B)(6). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6 codes: health effect - clinical code 4581 - e2402 skin striping/excoriation.